Event description:
Procedure: struma. Reportedly, the device was applied to the tissue and activated. The generator then made the expected signal after sealing. The clamp was then opened but the vessel was not sealed. There were no further complications, patient or bleeding. The surgeon fixed the seal with a new device.